Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issues. Customer's blood glucose level was in 86-126 mg/dl range.